Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis and pneumoperitoneum is a known complication of a peg tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The procedure had gone well. Patient developed gas and severe pain in the stomach on 10 sept 2019 with the pain radiating to the shoulders. Patient was on an unknown antibiotic. The patient's abdomen had become painful the evening of (B)(6) 2019. The patient had not been discharged because the patient was noticed to have an infection on (B)(6) 2019. A surgeon had been consulted and on (B)(6) 2019, abdominal CT had been performed. Air in the abdominal cavity had been detected, with no signs of peritonitis. Crp 148. On (B)(6) 2019 it was reported that inflammation of abdominal region peritonitis was suspected. The patient developed an unknown complication. The pain had started to abate. Nurse could not say if stoma was inflamed. C-reactive protein had been 266 at highest which was measured during hospital treatment, on (B)(6) 2019 c-reactive protein was 140. A surgeon had stated that there was no need to operate, the patient would recover with antibiotic treatment. Intravenous antibiotic treatment had been given, tazocin 4 gram three times a day. As of (B)(6) 2019 the patient had still not been discharged. The patient had recovered from all the symptoms that had been the reason for the hospitalization with that antibiotic treatment having been stopped. The patient was still in the hospital for rehabilitation. The patient received rehabilitation due to lying in bed for three weeks. Four to five days ago the patient had gotten a urinary tract inflammation, for which he received antibiotic treatment. It was reported the inflammation is not in any way related to the previous symptoms. The inflammation is getting better. The patient should be discharged in the weekend.